Event description:
It was reported the connector block was broken. It was also reported the a (atrial) - v (ventricle) connectors are broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the hanger assembly and hanger screw were contaminated. Display wire insulation was pinched (wire insulation not compromised). It is noted one self-test stuck button detected (on/off) and one self- test stuck button recovered. (B)(4).